Event description:
Caller indicated the relion prime was giving high readings. Customer stated his insurance changed so he had to switch from his old meter to the prime meter. He stated he purchased the prime meter about 1 week ago. He took his first test at 11pm before bed and received a reading of 109mg on the prime meter. Next he dosed himself with insulin based on the reading of 109mg. A few hours later he woke up from his sleep feeling disoriented and light headed. He tested again using the prime meter and it read 44mg. He ate a few glucose tablets to increase his blood sugar levels. The next morning he contacted customer service for assistance on how to use his new prime meter. After that he compared his prime readings to his bayer contour and one touch meter. He stated he received a 25% variance so it prompted him to call customer service for further assistance. Customer does not have any control solution. He stores his meter and strips in his bedroom, seals bottle cap tightly immediately after removing a test strip. He changes lancets every time he does a test and does not have any trouble getting a sample of blood. Washes hands with soap and water and allows to dry completely before testing. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.